Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that after the pocket was closed, this right ventricular lead's sensing dropped from 5.5mv to 1.4mv. The sensing issue did not cause loss of capture or asystole. A threshold test was performed and the capture voltage had increased significantly. The pocket was reopened and they made an attempt to reposition the lead but were unable to find sufficient sensing numbers. After repositioning, the physician commented that he didn't believe it to be a lead issue but rather a new and more responsive position in the ventricle. A new lead of the same model was successfully implanted. There were no adverse patient effects. A request was made to retrieve the attempted lead for return to boston scientific, but the cath lab manager at the hospital had already requested it for their records.